Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during emergency coronary artery bypass grafting (CABG). The placement signal signifying pump was retracted back to the aorta along with impella red alarm with flows of 4.0 on auto mode. After transesophageal echocardiography was done, impella inlet was found in lvot. The impella was not in an optimal position. The surgeon proceeded to not advance the impella catheter with concerns of unsuccessful aorta cross clamping if catheter is across the aortic valve. Impella was switched to surgical mode as the impella cp was not in the left ventricle (lv). At the time of the cross clamp, the physician retracted impella catheter to proximal aorta to cross clamp. Remainder of CABG procedure ensued until the time to advance impella cp back into lv. The physician manually guided the catheter across the valve, proceeded to come off cardiopulmonary bypass support. However unable to achieve proper placement as catheter pointed to posterior lv with mitral valve leaflets occluding inlet. The impella cp was explanted.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for evaluation; however, data logs were made available. Data log reviewed: positioning alarms in aorta occurred in the time of reported issue. Suction alarms occurred. The cause of the positioning issue most likely was use related due to improper technique as the impella retracted back to aorta. F6 and f8 should be blank.